Event description:
On (B)(6) 2025, the patient was admitted to the emergency room due to hyperglycemia, with blood glucose levels reached 700 mg/dl. The incident occurred while wearing the pod on the abdomen between 4 and 24 hours. The patient stated she removed the pod at home prior to being transported to the emergency room. The patient was unable to administer insulin because the associated app was not functioning, and no backup method was available. In addition to hyperglycemia, the patient had a headache and emergency services were called. The patient required oxygen in the ambulance and was treated with insulin. At the time of report, the patient had not yet been discharged from the hospital.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: tp1a.220624.014.g996usqs5dwa5. Smartphone hardware: sm-g996u. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.